Event description:
It was reported that the customer was hospitalized due to high blood glucose readings of 721 mg/dl. Mother stated that the customer's blood glucose readings were running high all day prior to the hospitalization. Customer was treated with fluids and humalog pins. Customer's mother stated that they have been attempting to bolus with the insulin pump, however the insulin pump did not alarm no delivery when it was not delivering insulin. Customer's blood glucose readings are therefore increasing. The insulin pump is being replaced. No further information reported.

Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. Unit was programmed with several boluses and monitored. All boluses delivered and were verified in the daily total screen. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. No daily total anomaly, basal anomaly or bolus anomaly noted. Unit had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip.